Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was most likely caused by user mishandling. There was most likely increased wear and tear of the device due to the misuse by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the hf-resection electrode, loop, 24 fr., 0.35 wire, 30° broke off in the patient and was retrieved during an unknown therapeutic procedure. It was noted that the monopolar electrode was used with the bipolar energy. A short delay was noted. There was no harm or user injury reported due to the event.